Event description:
It was reported that the right ventricular lead exhibited low amplitude and low out of range shock impedance measurements. Additionally, undersensing during some atrial tachy response (atr) events was observed. Reprograming options and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.